Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial resection of the lung in a thoraco/ wedge/segmental resection, lower right lobe for lung cancer, at the first firing, the firing stopped halfway. It stopped at the place where was stapled half. The surgeon pressed the green button many times but failed to advance firing. They pressed the release button, returned the blade, and released the jaws. Upon removing the cartridge from the tissue, a small amount of bleeding, about 20cc, occurred but it stopped right away. After hemostasis, they set up the powered stapler again attached with a new adapter and a new shell, and changed cartridge to black cartridge to continue the procedure. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. Staple pushers were visible at the cut line. The reload anvil was bowed. The anvil clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each p roduct shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.